Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wze9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she had right leg cramping and pain since implant. The patient turned stimulation down and took a pain pill and this did give her some relief. Onset of these symptoms was reportedly sudden. The patient also reported a sudden loss of therapy and that she was not getting symptom relief. The patient did not feel stimulation and the therapy was confirmed to be on. Onset of these symptoms was again reported to be sudden. The patient reportedly no longer received pulses since she dropped the programmer off of the desk on (B)(6) 2015. The patient could sync with the patient programmer and can raise and lower stimulation but did not get any relief and could not feel anything. The patient tried all four programs. All impedances were within normal limits. The patient had an immediate loss of efficacy. This occurred during normal use. The patient did not feel stimulation on 8.5 on 7/7 programs. The issue was not resolved at the time of this report. The manufacturing representative suggested that the patient get an x ray to determine lead replacement potential.

Event description:
Additional information reported by the manufacturer representative reported that the actions/interventions that were taken to resolve the no stimulation sensation and return of symptoms was that the amplitude was increased to the max settings on all 7 programs. The cause of the no stimulation sensation and return of symptoms was unknown and the issue had not resolved.